Event description:
The customer contacted beckman coulter (bec) stating that right at the start of the operator's shift about to run the first set of samples she noticed leaking fluid in the coulter lh 750 hematology analyzer. The analyzer was also generating a 30 psi to low error. The volume of leak was about one cup and was not contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the green stripe tubing had popped off vc12. The fse replaced the green stripe tubing from vl46a to vc12 which resolved the leak. The fse also replaced the regulator tubing that corrected the 30 psi low errors. Failure mode: green stripe tubing popped off vc12. Unit was displaying low psi. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).